Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has been returned for evaluation. One (1) 6 fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood, and the components were found to have been fully mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A non-conformances (nc) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on 05 oct 2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue to create corrective and preventive actions, and additional information concerning the results of the CAPA will be captured in the CAPA document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Event description:
The user facility reported that the angio-seal device involved did not click together, therefore it was not used. There was no patient harm. Additional information was received on 07 jul 2023: the type of procedure performed for the patient prior to the closure device being used was an angio using a 6 fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. An ultrasound was performed. Hemostasis was achieved by manual pressure. The patient was stable. The procedure was completed successfully. The reported blood loss was less than 250 ccs. There were no concomitant devices used with the angio-seal.